Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that she had the implant done in (B)(6). The patient reported that the ins had never really worked because the patient was getting 95% pain relief with the trial but not even 50% since implant and legs had gotten worse. The patient reported that there were notes at the office that it was not a flat incision. The patient reported that they moved to (B)(6) and on (B)(6) 2017 saw a healthcare provider (hcp) because the ins had moved. The patient reported that it had just moved all along. The patient reported that the implant had always been protruding and had just slowly protruding more. The patient reported that the hcp told her she may need to go back to the implanting doctor. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer. It was reported that the patient repeated that the therapy never worked for them, and they were in excruciating pain. The patient also stated that the ins is protruding. The ins is not sticking out of the skin, but one side is like almost like they can feel it, as it is right there. The healthcare provider (hcp) said that it could rupture their skin. The spine hcp did not see a problem, but the ins may need to be repocketed. The patient stated that it is very uncomfortable especially when they charge. The pain hcp stated that there was nothing that they could do for them. The patient has an appointment on (B)(4). The patient was prescribed a CT scan, and the guidelines were reviewed. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient via the manufacturing representative (rep) reporting that the patient had an in crease in pain. It was reported that there were no factors that led to the issue. The patient had been reprogrammed in (B)(6) 2017 and impedances were normal. Actions/interventions that were taken was the patient was reprogrammed, but their issue was no t resolved at the time of the report. It was reported that the event occurred on (B)(6) 2017. It was reported that the patient contacted the rep on (B)(6) 2017 with the complaint of no pain relief with their therapy. It was stated that they would see a new medical doctor today as they were discharged from their previous doctor. It was state that there was nothing else that they could do for the patient. It was reported that the rep spoke with the patient¿s new medical doctor today and they wanted to refer the patient for a paddle implant. It was reported that the rep told the doctor that there was no guarantee that they would give the patient better therapy. The patient will be referred for a lead revision. No further complications were reported or anticipated.